Manufacturer narrative:
Female. Explant (B)(6) 2015. (B)(4).

Event description:
Additional information received - the reporter indicated the lens was explanted from the patient's right eye. The lens had a refractive surprise due to previous radial and astigmatic keratotomies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn into two pieces. The lens was returned dry and there was evidence of clear surgical residue. Conclusion - (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted an aa4203tl toric silicone single piece lens, 17.0 se/2.0 diopter, in the patient's eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the patient was not happy with size of lens. The lens was exchanged for another same model but different diopter lens.

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Medical review - reportedly, single-piece silicone iol with toric optic (17 se/+2) was explanted/exchanged two months postoperatively for the same model but different diopter lens (18.5se/+2) to address patient dissatisfaction with visual acuity. No reported problem with the lens or loss of bcva prior to lens exchange. No reported postoperative sequelae. The lens exchange was performed to address patient preference to be glasses/contact lenses free. Conclusion: based on the complaint history, work order search, product evaluation, medical review and device history record review, a specific root cause of the event could not be determined. (B)(4).